Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) stopped pacing while the batteries were being replaced. The epg was returned for service. It was reported that the patient was affected but the extent to which the patient was affected is unknown.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported issue that the epg stopped pacing while the batteries were being changed. Analysis noted that the lower case was broken, one side bail cover was missing, one ring was missing, one ring cover was missing, the keyboard was scratched, and the serial number label was damaged. The epg was returned to the customer without repair at their request. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.